Manufacturer narrative:
Additional information received on 01 august 2017 and includes: the broach 00 has been used before the 0. The broach 0 has been well implanted. Trial reduction performed. Impaction performed with straight stem impactor. On 27 july 2017 the medical affairs director performed a clinical evaluation and commented as follows: the image was checked, there are no evident signs on the stem: the device appears to be just removed, with the blood still present on the surface and with the ha coating totally absorbed, showing a correct osseointegration. From the checked image it is not possible to determine the root cause of the event. On 28 july 2017 the r and d project manager performed a preliminary investigation based on the available image and commented as follows: 5,5 years after primary cementless tha in an elderly man, the stem was found loose. Radiographic signs of loosening and possibly of proximal osteolysis are visible. The stem found distal stability for a certain period of time, according to the radiographical signs, and then the progressive bone loss made it unstable and painful. The reason originating this situation cannot be determined. Progressive stem loosening is a possible complication following tha, described in literature. Batch review performed on 16 august 2017. (B)(4).

Event description:
The patient came in complaining of instability. The surgeon determined that the stem had loosened. The cause of the loosening is unknown. The surgeon revised the stem, head and liner. The surgery was completed successfully. X-rays are available. Explants are not available.